Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The clinician emailed me this evening ((B)(4)) listing the patient's name and that the certas valve "appears to have been reprogrammed after MRI on (B)(6) 2015. Patient was seen at the clinician's clinic that day".